Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure malposition'), uterine perforation ('the hysteroscope perforated the fundus of the uterus') and heavy menstrual bleeding ('menorrhagia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy and novasure endometrial ablation) and cauterization of uterine fundus perforation. Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, heavy menstrual bleeding and complication of device removal outcome was unknown. The reporter considered complication of device removal, device dislocation, heavy menstrual bleeding and uterine perforation to be related to essure. The reporter commented: the patient tolerated the removal procedure well and was taken to the recovery room in good condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure malposition'), uterine perforation ('the hysteroscope perforated the fundus of the uterus') and heavy menstrual bleeding ('menorrhagia') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy and novasure endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation and heavy menstrual bleeding outcome was unknown. The reporter considered device dislocation, heavy menstrual bleeding and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.